Event description:
The patient felt pain at her upper back incision and believed that the implantable neurostimulator migrated. The hcp was contacted who believed that everything "looked fine." One month later, it was reported that the neurostimulator eroded through the skin. The hcp implanted the device more deeply and placed the patient on antibiotics. The device migrated out the patient's buttocks again. The device was eventually explanted (see mfg report # 3004209178-2009-03971). A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4)